Event description:
A report was received that the patient will be explanted as the stimulation is aggravating spasticity and the patient would like it removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#: (B)(4) description:enh st ld kit, 50 cm model#:sc-1110-02 serial#: (B)(4) description: ipg kit without pull-through tunneler.

Event description:
A report was received that the patient will be explanted as the stimulation is aggravating spasticity and the patient would like it removed.

Manufacturer narrative:
Additional information was received that the patient was explanted and reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Therefore, the ipg exhibits normal device characteristics. The damage to the leads is consistent with damages done during the explant procedure and it is not considered a failure.